Event description:
Complainant alleged that during routine testing, the device displayed a "status 90" message and was unable to charge above 20 joules. There was no pt involvement during the reported malfunction.